Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: (B)(6). Batch: 31437527.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the site of the implantable pulse generator (ipg) previously reported (see MFR number 3006630150-2024-03857) presenting symptoms of redness. The infection was not improving. The patient underwent an explant procedure where the lead and burr hole cover were removed. The patient was administered antibiotics. The explanted devices were disposed of at the medical facility and were not returned to bsc.